Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "PICC placed in right arm, used for sact/blood collection. PICC leaking from line and cracked as per dn. Advised not to use PICC line. PICC line assess, measured 18.5cm, fracture noted, leaking when flushed and PICC removed. Secured with statlock. Patient may require new PICC line insertion." Drug details: pembrolizumab.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "PICC placed in right arm, used for sact/blood collection. PICC leaking from line and cracked as per dn. Advised not to use PICC line. PICC line assess, measured 18.5 cm, fracture noted, leaking when flushed and PICC removed. Secured with statlock. Patient may require new PICC line insertion." Drug details: pembrolizumab. Additional information was received for this event as part of a focus survey. The following additional detail was provided: external length of catheter 19cm. PICC inserted into brachial vein. Exit site marking is unknown. Secured with statlock. Infusates were infused through the PICC: oncology treatment, pembrolizumab". Unknown if there were catheter interventions to address occlusions with this PICC. PICC leakage identified through visible hole/fracture outside the patient (at exit site or on external part of PICC). Catheter site cleaned with chloraprep 3 ml 2% chg 70% ipa during a dressing change.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed where the catheter connects to the suture wing. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "PICC placed in right arm, used for sact/blood collection. PICC leaking from line and cracked as per dn. Advised not to use PICC line. PICC line assess, measured 18.5cm, fracture noted, leaking when flushed and PICC removed. Secured with statlock. Patient may require new PICC line insertion." Drug details: pembrolizumab.